Event description:
It was reported that an ilet pump displayed a cracked screen with the touchscreen unresponsive while the sleep/wake button functioned, which prevented cartridge replacement and resulted in the device running out of insulin; the described device problem involved a fracture affecting the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.